Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer was hospitalized; details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.